Event description:
A caller reported experiencing a cartridge alarm during the load process with their pump and confirmed not waiting for the prompt to remove the used cartridge. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the correct load process and confirmed multiple consecutive cartridge alarms, despite no previous reports of alarm 20. It was determined that a pump replacement was necessary given the issues, and technical support agreed to send a new pump with updated software. The caller was informed about storage instructions for the old pump, the requirement to return it within 10 days, and the need to program settings and connect their cgm to the new pump. The replacement was sent without requiring a delivery signature, and the caller understood and acknowledged all instructions provided. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.